Event description:
It was reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to gradually increasing out-of-range shock impedance measurements greater than 125 ohms. Additionally, the implantable cardioverter defibrillator (ICD) was also explanted and replaced during the same procedure due to normal battery depletion (nbd). Prior to the revision, the triad shock impedance measurement was 146 ohms, and the shock impedance from distal coil to can was in the 170s to 180s ohms range. While the cause of the out-of-range shock impedance measurements was unclear, threshold measurements and sensing were within range. No additional adverse patient effects were reported. Additional information received indicated this rv lead was returned for analysis, which suggests the lead was explanted and not surgically abandoned, as initially reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to gradually increasing out-of-range shock impedance measurements greater than 125 ohms. Additionally, the implantable cardioverter defibrillator (ICD) was also explanted and replaced during the same procedure due to normal battery depletion (nbd). Prior to the revision, the triad shock impedance measurement was 146 ohms, and the shock impedance from distal coil to can was in the 170s to 180s ohms range. While the cause of the out-of-range shock impedance measurements was unclear, threshold measurements and sensing were within range. No additional adverse patient effects were reported. Additional information received indicated this rv lead was returned for analysis, which suggests the lead was explanted and not surgically abandoned, as initially reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the proximal segment was returned and was severed approximately 135 millimeters (mm) from the terminal end. Visual examination of the lead noted calcification of body fluids on the terminal pin and outer insulation. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Analysis determined that the increased impedance measurements may have been impacted by the calcification of body fluids. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.